Event description:
It was reported by repair work order that the customer alleged that the right siderail is hard to raise. Upon inspection of the unit by the service technician, it was identified that the siderail cable and assistance pulley were damaged.